Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidine on (B)(6) 2011 that a customer had an issue with a trellis device. The customer states one of the balloons burst while the procedure was taking place. No immediate injury noted but pt was exposed to 10mgs tpa. No apparent sequelae. Physician immediately aspirated as much lot as possible and moved to primary stenting and ballooning as a substitute to further trellis.